Manufacturer narrative:
A siemens field service engineer (fse) spoke to the customer about the issue. The customer changed the reagent pack. The fse had the customer rerun the patients that had failed earlier. The results then matched the readings obtained from the advia 1650. Based on the information provided, no conclusion can be drawn as to what may have caused the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant calcium results were obtained on an advia 1800 for 3 patients. Results were not reported back to the healthcare provider. Repeat testing was performed to confirm correct results on an advia 1650 system. There were no reports of adverse health consequences or known patient interventions due to the discordant calcium results.